Event description:
Fibromyalgia, chronic fatigue syndrome, atypical mixed connective tissue disease, anemia, depression, raynaud's phenomena, colitis, ulcers, sleep disorder. Both implants ruptured - silicone found in surrounding tissue after explant was completed.